Event description:
The customer alleged that she performed a control test prior to calling and received a result of "hi". She performed another control test while troubleshooting and received a result of "hi". The normal control range was 94-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.